Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited decreased longevity calculation after it showed greater than two years few months ago. Devices analysis was performed and it was indicated that there is a significant discrepancy between the hardware coulometer and the battery voltage level. The recent drop in longevity was due to the battery capacity algorithm switching from the using hardware coulometer to the monitoring voltage to establish battery status. The device was malfunctioning and should be replaced. Additional information was received that the device was scheduled for change out. At this time, the device still remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.